Event description:
Information was received from a healthcare provider (hcp), via the manufacturer¿s representative (rep), who reported the patient had some ¿skin break down,¿ oozing from the scalp over the extension connection, and infection. The patient was given oral antibiotics, and the extension wire was removed. The surgeon capped the lead and put a port plug in the neurostimulator for future use and to potentially move the electrode to another area in the scalp.

Manufacturer narrative:
Section d10 references: product ID b3400060m serial# (B)(6) implanted: (B)(6) 2024 explanted: (B)(6) 2024 product type extension section d information references the main component of the system. Other relevant device(s) are: product ID: b3400060m, serial/lot #: (B)(6), ubd: 06-mar-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the manufacturer¿s representative (rep) reported the neurostimulator wasn¿t replaced; a second neurostimulator was implanted.

Event description:
The patient representative provided additional information that the patient required a new battery and wire replacement due to an infection on the left side. The representative reiterated the previous information about the patient being hospitalized for a week, during which one of the extension was removed. The patient is scheduled to return on friday for stitch removal. They were redirected to their healthcare provider for further management of the issue.

Manufacturer narrative:
Continuation of d10: product ID: b3400060m, serial# (B)(6), implanted: (B)(6) 2024, explanted: (B)(6) 2024, product type: extension. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.